Manufacturer narrative:
Concomitant medical products: 4068-52 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited fracture, and noted pauses with positional changes. The rv lead was inactivated/abandoned, remains in the patient, and a different lead was implanted. No patient complications have been reported as a result of this event.